Event description:
While using an adult trachlight wand to intubate an unconscious pt, the bulb end of the wand broke off in the endotracheal tube when the stylet and wand were removed. The broken piece remained in the endotrachel tube and came out with the tube when it was removed. There was no adverse affect to the pt. The customer states that they pre-install the wands into endotracheal tubes, pre-bend and store them in intubation kits on their ambulances. Ky jelly is used as a lubricant. The returned wand's lot code cannot be determined once separated from its packaging. The cutomer's sales office reports that this product is estimated to have been stored for 12 months. The wands are discarded after use; they are not reused.